Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) completely shut off and generated a "couple of error codes." The customer swapped out the iabp unit with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit, but was unable to duplicate the customer's reported issue. Upon review of the iabp log files, the stm observed error code #112 logged during the time of the shutdown. The stm inspected the coiled cable connections but no issues were observed. As a precaution, the stm replaced the executive processor board using the screw kit then completed all safety, functionality, and calibration checks. All tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) completely shut off and generated a "couple of error codes." The customer swapped out the iabp unit with another iabp unit to continue therapy without issue. There was no patient harm, and no adverse event was reported.